Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for post-lumbar laminectomy syndrome and spinal pain. The hcp reported that the patient indicated their pain stimulator has not worked for 4 years. No further complications or patient symptoms were reported or anticipated.